Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence caused by the urethral erosion. It was said that the urethra was too tight. All components were removed and replaced with a new aus. There were no patient complications.